Manufacturer narrative:
Citation: stephanie grabert article title: interactive cardiovascular and thoracic surgery 2016 (3):469-76 10.1093/icvts/ivw142 incidence and causes of silent and symptomatic stroke following surgical and transcatheter aortic valve replacement: a comprehensive review earliest date of publish used for event date. No unique device identifier (serial numbers) were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the clinical impact and incidence of clinical and silent stroke complicating a transcatheter aortic valve implantation (tavr) or via surgical aortic valve replacement (savr). All data were collected from large registry studies in multiple centers. The study population included 11,586 patients. No further patient information was reported. It was not reported how many were implanted with medtronic corevalve (serial numbers not provided). Among all patients, deaths were reported, however, based on the available information, a direct correlation could not be made between medtronic product and the deaths. Among all patients adverse events included: stroke, tia, embolism. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.